Manufacturer narrative:
Sc-2316-50e (sn (B)(4)). Device evaluation indicated that the lead damage during the lead pull was confirmed. Visual inspection revealed that electrodes 1 to 5 were completely separated from the distal array and all five contacts were not returned. Visual inspection of the fractured cables revealed fraying of the breaks, lack of necking and discoloration associated with welding, and the proximity of the break points to the edge of the insulation indicate that the cables did not break at or near the welds. These observations suggest that there were no issues during the welding process in manufacturing. Review of the device history record revealed no anomalies. It appears that resistance was felt during the lead pull and lead was subjected to excessive tensile load causing damage to the distal array.

Event description:
A report was received that during the patients lead pull procedure, the lead broke into half and few contacts remained inside the body. It was noted that the remaining part of the lead will be removed on the scheduled permanent implant procedure.

Event description:
A report was received that during the patients lead pull procedure, the lead broke into half and few contacts remained inside the body. It was noted that the remaining part of the lead will be removed on the scheduled permanent implant procedure.